Event description:
The customer observed a discrepancy between serum and plasma troponin I results on a patient sample. Serum samples may produce falsey high troponin I results. Elevated results of this magnitude might initiate a cardiac catheterization. The customer reported out the results obtained using plasma. There was no report of patient harm as a result of this event.